Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an 8 millimeter inaccuracy using ent axiem. Both the pointer and the malleable suction were inaccurate in the anterior posterior (ap) direction at one point in the procedure. The instruments were brought back into the field at a later time and were found to be accurate. Noted was that this was a large pituitary procedure that included a resection of the eye, increasing potential for frame movement. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Tested ent fusion tray instruments: malleable suction, straight pointer, registration probe, straight suction and every instrument was accurate with this registration. On (B)(6) 2014, a medtronic representative, reviewed the tracer pattern used in this procedure. Findings: tracer pattern technique likely contributed to inaccuracy. Patient was traced on soft tissue of the cheeks. Patients anatomy also appears to be deformed from a headrest or holder at the time of the scan.